Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited decreasing r-waves and increasing threshold measurements. The dislodgement was found via a no capture of pacing and a fluoroscopy showing the lead was pulled back. The lead was repositioned successfully. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.